Manufacturer narrative:
Nine opened 1.2 mm db angled knives with foam protectors in blisters were received for the report of blunt knives. Samples 3, 4, 5, 7, 8 and 9 were visually inspected and found to be nonconforming with damaged cutting edge, bent tip. Penetration testing could not be performed for samples 3, 4, 5, 7, 8 and 9 due to the damage of the samples. Samples 1, 2 and 6 were visually inspected and found to be conforming. Functional penetration testing was then performed and samples 1 and 6 were found to be nonconforming and sample 2 was found to be conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned samples 3 ,4, 5, 7, 8 and 9 are consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull knife. The returned opened samples 1 and 6 were found to be functionally nonconforming, therefore the bent tip and damaged cutting edge was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned opened sample 2 was found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample 2 met specifications. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the bent tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report blunt knives; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the cataract surgery, ophthalmic knives were found to be dull. Patient and procedure details were not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).